Event description:
Complainant alleged that during training by rep, the device intermittently blanks out and device was unable to select energy level. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.